Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-may-2018 with the following findings: a review of the alarm history showed evidence of a call service 064 motor alarm. A test battery cap was used during the investigation. The ez-prime steps were performed correctly, no call service 064 alarms occurred during the investigation. The pump cover was removed to find no intermittent condition to the printed circuit board. The reported call service 064 complaint was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.